Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed a falsely elevated alinity I anti-hbs result generated by the alinity I processing module for a patient. The result was not consistent with the autobio platform. The following data was provided: alinity I anti-hbs result = 32.48 miu/ml. Autobio platform result = negative. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.